Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. Report source: foreign- (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended, thus no returned product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, four stellarex catheters were used to treat the target lesion of the right proximal posterior tibial artery. One day post index procedure, the patient experienced acute reocclusion of the target lesion. A successful revascularization of the target lesion was performed on (B)(6) 2018.